Event description:
It was reported that the patient underwent an explant due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient was experiencing inadequate stimulation. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 2000014782.

Event description:
It was reported that the patient underwent an explant due to an unknown reason. No further information has been obtained despite good faith efforts.